Event description:
It was reported that a signal artifact monitor (sam) event was recorded on this pacemaker due to high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The impedance on the ra lead had been between 200-250 ohms typically prior to the sam event. The minute ventilation signal was turned off and the accelerometer was turned on. The health care professional (hcp) elected to continue monitoring the ra lead. This product remains in service. No adverse patient effects were reported.